Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 169mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.